Manufacturer narrative:
Batch review performed on 20 november 2017. Lot 097428b: (B)(4) items manufactured and released on 25 february 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
After the cup impaction, the instrument broke and remained stuck in the cup. The surgeon removed the instrument part causing 20 minutes of delay in the surgery. No patient harm. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed on the (B)(6) 2018 by medacta r&d project manager: the instrument was broken at the welding. This is an old version of the device produced between 2009 and 2010. A new instrument version (from mid 2010) permits to remove the terminal from the cup with this kind of breakage. The piece was on the market for at least 9 year: therefore, a fatigue failure of the welding, due to the repeated usage of the instrument, can be the root cause of the event.

Event description:
After the cup impaction, the instrument broke and remained stuck in the cup. The surgeon removed the instrument part causing 20 minutes of delay in the surgery. No patient harm. The surgery was completed successfully.